Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the knife of the subject device did not point toward the 11 o'clock position but instead pointed toward the 7 o'clock position. The procedure was completed with same device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: force was applied to the distal end of the product during device handling as described below. This might have caused the tube sheath to deform. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.